Event description:
It was reported that the patient experienced pain at surgical site. The neurostimulator was removed from right buttock and relocated in the right-lower-quadrant of abdomen. The patient recovered without sequela.